Manufacturer narrative:
Analysis of the subject device was not possible because it was disposed of at the user facility. A review of the device history record was performed and no issues or discrepancies were found, which could potentially relate to the reported event. The device history record review confirmed that this device met all material, assembly and performance specifications. No other complaints have been reported on this batch of finished goods. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications. The root cause of the reported event cannot be determined.

Event description:
Boston scientific corporation became aware that during a procedure the subject device was halfway out of a excelsior sl-10 microcatheter when it detached. The patient sustained no complicatons as a result of this event.